Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm after replacing the battery in a timely manner. The customer¿s blood glucose level was 436 mg/dl at the time of the incident. Troubleshooting was completed and a battery cap will be sent to the customer. The insulin pump will not be returned for analysis.